Event description:
The customer reports that the brighamtx ombi did not send the lateral shifts over the brighamtx 4dtc. The therapist took an obi image and when the image was sent over to the 4dtc, the 4dtc did not apply the shifts on the laterals. The therapist has not noticed this issue recurring since this incident. There was no mistreatment or injury reported as a result of this issue.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.